Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18, architect anti-hbs, that has a similar product distributed in the u.s., list number 1l82, architect ausab. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated a patient generated a reactive result of 36.65 miu/ml on the architect anti-hbs assay but was (B)(6) on another method. The patient tested (B)(6) for hbsag on architect and esplain, but when tested for anti-hbs, the sample was (B)(6) on architect but (B)(6) on esplain. The patient was tested for additional hepatitis b markers but results were not provided. No impact to patient management was reported.